Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: unexplained power on reset events were noted in the black box data. The returned battery cap had stripped threads and was not able to secure to pump properly. With the damaged cap in place, intermittent power issue was duplicated during testing. With a test cap in place and fitting properly to the pump, the pump powered on and was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.